Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the last bolus and last basal was delivered four months after the complaint date. The total daily delivery added up correctly and reflected the user¿s basal program. The caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly.

Manufacturer narrative:
Additional information: this report was submitted with the incorrect pump serial number associated with it. The correct pump, with serial number (B)(4), was returned and investigated for an unrelated complaint on (B)(4) 2015 prior to when the serial number was corrected in this complaint file on (B)(4) 2016. The investigation required disassembly of the pump; therefore, additional investigation for this complaint could not be completed. The available results from the initial investigation are provided below: a review of the pump histories revealed that the total daily dose values added up to correctly reflect the user programmed basal rate. No activity outside of normal use was observed. During testing, a delivery accuracy test was performed and passed, indicating that the pump was delivering within the required range.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading of 352 mg/dl with nausea and extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential cause for bg issues and potential causes for perceived inaccurate delivery issues did not identify any specific causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.